Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) units loop was leaking. No personnel damage has occurred.

Manufacturer narrative:
A getinge field service engineer (fse) tested the device and found that the alarm was caused by a balloon leak. On june 24, 2024, the device underwent all functional tests in accordance with factory requirements, and the test results met normal requirements. Fse confirmed that the device can be use by customer.

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.